Manufacturer narrative:
Manufacturer's analysis indicated that the programmer's display had a portion that was unresponsive. The programmer was to be scrapped.

Event description:
The programmer and radiofrequency head were returned for exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.